Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a fiber breakage, dents on distal edge, damaged on video connector edges, and dark image on the sides. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure. Three attempts were made to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a sharp burr on the distal tip. There was no report of patient harm.

Event description:
It was reported, that the rigid video scope had a sharp burr on the distal tip. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.